Event description:
During dialysis, (unipuncture within the femoral vein), coagulation of the whole extracorporeal circuit after 20 minutes of dialysis. Change of the lines and the dialyzer, 1 hour later, second coagulation. Stop treatment, the catheter has been taken out and it has not been possible to inject any liquid through the arterial way, the venous way being clamped. Transfusion of 3 red cell concentrate units necessary as well as a dialysis in emergency 2 hours later.